Event description:
Patient took a fall in the spring of this past year. A medtronic rep saw the patient in the fall of this past year. A system check was completed. Multiple issues at that time that indicated partial lead fracture. Questionable battery issue as well. Recommended at that time to replace system. Included paddle lead (1), extensions (2), battery (1), anchor (1).